Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 19, 2022 with lot number 618124 . Visual analysis of the returned device identified: crease fold, wear abrasion, delamination of the diaphragm valve. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination of the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare provider reported a left side "deflation". The device has been explanted and replaced.